Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation of patient¿s vena cava. In addition to these injuries. The patient now requires constant medical monitoring. The patient became aware of the alleged events approximately on or about fourteen years and one-month post implantation of filter. The patient reports perforation of filter strut(s) outside the inferior vena cava (ivc), to require frequent monitoring, and to live in daily fear that the filter may malfunction. The indication for the filter implant was high risk for pulmonary embolism in spite of adequate anticoagulation in the face of a major general surgical procedure, due to chronic venous insufficiency and morbid obesity. The filter was deployed in standard manner, and the completion of study showed good position and capture of the filter. The patient tolerated the procedure well and taken to recovery in satisfactory condition. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation of patient¿s vena cava. In addition to these injuries. The patient now requires constant medical monitoring. The patient lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result. The patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to their high risk for pulmonary embolism in spite of adequate anticoagulation in the face of a major general surgical procedure. The preoperative diagnosis for filter implantation was chronic venous insufficiency and morbid obesity. The filter was deployed in standard manner, and the completion of study showed good position and capture of the filter. The patient tolerated the procedure well and taken to recovery in satisfactory condition. According to the information received in the patient profile form (ppf), the patient became aware of the alleged events approximately on or about fourteen years and one month post implantation of filter. The patient reports perforation of filter strut(s) outside the ivc, to require frequent monitoring, and to live in daily fear that the filter may malfunction.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation of patient¿s vena cava. In addition to these injuries. The patient now requires constant medical monitoring. The patient lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result. The patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to their high risk for pulmonary embolism in spite of adequate anticoagulation in the face of a major general surgical procedure. The preoperative diagnosis for filter implantation was chronic venous insufficiency and morbid obesity. The filter was deployed in standard manner, and the completion of study showed good position and capture of the filter. The patient tolerated the procedure well and taken to recovery in satisfactory condition. According to the information received in the patient profile form (ppf), the patient became aware of the alleged events approximately on or about fourteen years and one month post implantation of filter. The patient reports perforation of filter strut(s) outside the ivc, to require frequent monitoring, and to live in daily fear that the filter may malfunction. According to the discovery form, the patient underwent a gastric bypass procedure and received the ivc filter prophylactically for pulmonary embolism (pe). The patient had a preoperative diagnosis of chronic venous insufficiency. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include perforation of filter strut(s) outside the ivc along with required frequent monitoring. The patient further reports great pain and suffering, emotional distress and anguish.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was due to their high risk for pulmonary embolism in spite of adequate anticoagulation prior to gastric surgery. History includes chronic venous insufficiency and morbid obesity. The filter was deployed in standard manner, and the completion of study showed good position and capture of the filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation of patient¿s vena cava. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, stress and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.